Event description:
Device was returned with the complaint that the inner hose was disconnected. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the hose had detached from its mount and the wz couplings were defective. This was attributed to normal wear. The hose was replaced. The device was repaired and returned to the customer on (B)(4) 2012.